Manufacturer narrative:
Based on the internal review of the device history records and additional qc testing of reserve samples it was confirmed that the product met release criteria and there are no indications that he product would not perform as designed. To date no similar complaints have been received for this product. With the limited information provided by the clinician it is not clear if the event occurred due to product performance or if other factors were responsible for the failure of the initial surgery.

Event description:
The clinician reported that revision surgery was performed due to the collagen membrane trapping blood and air. During the revision surgery the product was removed and replaced.